Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient had an infection that required additional procedures.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: post operative septic arthritis probable root cause: design - sterilization cycle not capable of reducing bioburden at worst-case locations - device design not able to be sterilized - device packaging does not retain sterile barrier process - error in packaging or sterilization process application - failure to verify expiration status of product prior to surgery - user contaminates device - rough handling of sterile packaging the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the patient had an infection that required additional procedures.